Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-04462. The pt received her scs sys on (B)(6) 2011, including two leads (with the same lot number). It was reported the pt's sys turns off at random. It was reported the sys was communicating with the programmer and the charger. The sjm rep met with the pt and believed it was an impedance issue. Reprogramming was attempted, but this did not resolve the issue. An x-ray was performed which identified possible lead migration. Further f/u identified the pt did not have stimulation, and was scheduled for an appointment with her physician to discuss possible surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.